Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer stated there is a small breakage with leakage in the connection of the catheter body to the y connector.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon competition, the results will be forwarded.